Event description:
Unit cracked and smoked during operation. Pick up in the ICU. "Unit popped 3 times and glow was seen from grill on left rear side when facing front of unit." Located carbon deposits on ac input module and rfi filter. Ground connector burned. May have been caused by conductive fluid being spilled into main power switch. Will replace module and filter. 9/15/95 tests confirmed an rf wire burned up the capactor, on final exam.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-94. Service provided by: independent service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: computer hardware performance tests conducted. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.